Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several troubleshooting steps, including disconnecting tubing and delivering boluses to resolve the occlusion issue. The customer was advised to replace supplies as necessary and resume insulin therapy.